Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to be having sensor glucose versus blood glucose differences. She stated that a few hours later she gave herself a couple of units because the pump reading was high. A few hours later, her blood glucose was 45 mg/dl and she stated that she ate some carbs. The customer declined troubleshooting for the low blood glucose because she said that she is a nurse and she knows what to do. The sensor is returning for analysis. The insulin pump will not be returning for analysis.